Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while advancing the 018 guide wire into the 5.5x200mm supera peripheral self-expanding stent (ses) system, resistance was noted and the wire could not progress more than 15cm into the device. It was thought that there may have been an obstruction in the lumen of the supera delivery system. Additionally, the tip of the delivery system detached. The device was not used. There was no adverse patient effect or a clinically significant delay in procedure. Another supera system was used successfully. There was no additional information provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty advancing the guide wire was confirmed. The reported tip detachment was not confirmed; however, there was significant damage noted. Additionally, it was noted that the inner member was stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the tip was inadvertently pulled during the initial attempt to load the guide wire resulting the observed stretched inner member and preventing the guide wire from being able to advance. However, this could not be confirmed and a definitive cause for the difficulties and noted damage could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.